Event description:
It was reported that there was a leak found between the stopcock and the extension tubing. As a result, the extension tubing was exchanged. There is no more information about this event.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.